Event description:
Had back surgery 11/91. No physical training of any kind. Had back surgery in 12/92. Had implant placed on back. Had physicial therapy other surgery. Still have problems with back, loss control of right leg and pain.